Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) did not have pacing output. It was noted that the issue was identified prior to use. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: the device failed a sensitivity test. The main printed circuit board (pcb) was replaced. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) did not have pacing output. It was noted that the issue was identified prior to use. The epg was returned for service. There was no patient involvement.